Manufacturer narrative:
Investigation results: investigation was carried out visually and microscopically. The product was forwarded to an expert of neurosurgery for further investigation. Due to a lack of foreign material, an investigation could not be carried out. According to the outcome of the investigation, carried out in course of psc. The contamination was most likely, caused by the user.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. If the review shows any conspicuities, the report will be updated and actions will be initiated. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. A product safety case will be requested and further measures will be checked. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 1064045 - neuro-patch 4x5cm. According to the complaint description, the open the package and find black spots on the product. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).